Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl at the time of the incident. It was reported that the sensor needle was bent and the site was bleeding. Customer reported that the bleeding stopped. The customer was advised to insert new sensor in a different location and monitor site. The sensor will be returned for analysis.